Event description:
Related manufacturer reference number: 1627487-2023-01618. It was reported that after the lead and ipg were implanted, impedances measured high and returned to normal. As a result, surgical intervention occurred wherein the lead and extension were explanted and replaced, addressing the issue.

Manufacturer narrative:
Event date: date of event is estimated. A patient experiencing high impedance was reported to abbott. The patient¿s lead extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.